Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine maintenance, the cs100 intra-aortic balloon pump (iabp) leakage of the drive valve group exceeded the standard, and the ups battery could not be used. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4, d9, e1(initial reporter name), e2, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11 corrected field: g4(PMA/510(k)#). A getinge field service engineer was dispatched to evaluate the unit. Equipment inspection confirmed that the drive valve group was leaking and the battery was faulty and needed to be replaced. After replacing the manifold drive (d104-00-0018) and battery (d146-00-0039), all functions of the equipment returned to normal. According to factory requirements, the equipment was tested for all functions and the test results were all passed and can be delivered to customers for use.

Event description:
N/a.